Event description:
Reporter alleged the lancet that is apart of the softclix plus lancet system would not retract and protrudes over the cap. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received reportedly as a result. A request for the return of the suspect device and replacement product was sent.